Event description:
The patient was admitted for upper and lower quadrant pain. CT scan noted phlegmon and hematoma in the left abdominal cavity. The patient was initially admitted on (B)(6)2019 for dark stools and atrial fibrillation episodes. While admitted inflammation around the driveline was noted. No further information was reported.

Manufacturer narrative:
Section a2, b3: correction. Section b5: additional information.

Manufacturer narrative:
Section b5: the patient had a driveline infection on (B)(6) 2019 and is reported under MFR # 2916596-2019-05723. The patient expired on (B)(6) 2019 due to cerebrovascular accident and is reported under MFR # 2916596-2019-04141. Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. It was reported that the patient was experiencing left upper and lower quadrant abdominal pain and a CT showed phlegmon vs hematoma in the left abdominal cavity. The patient was initially admitted on (B)(6) 2019 for dark stools and atrial fibrillation. It was reported that the atrial fibrillation was not device related. The hmii IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was hospitalized due to a gastrointestinal bleed. No further information was reported.